Event description:
We took rapid tests at request of our dentist. No one had symptoms. Tests from one lot all tested positive. From another lot all negative. We got pcr tests that were all negative. This seems to be a lot of rapid covid tests that are giving false positives. We had 4 positive rapid tests from the same lot 211co21215. We had negative rapid tests from a different lot. And negative pcr tests. FDA safety report ID # 617549.